Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was failure of the ap/dr board due to deterioration associated with the age of the device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The unit failed a full inspection due to no image with olympus series 180 scopes, caused by a faulty printed circuit board (ap and dr board set).

Event description:
A user facility reported to olympus that the device would not produce an image. The problem, as reported to olympus, was found during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.